Event description:
Off label injection frequency, receives 1 inject every 3 to 4 months [off label dosing frequency]. Off label injection frequency, receives 1 inject every 3 to 4 months [scheduled daily dosing taken more frequently] . Case narrative: initial information received on 12-nov-2019 from united states regarding an unsolicited valid serious case received from a patient via regulatory authority (mw5090293). This case involves a patient (demographics unknown) who experienced off label injection frequency, receives 1 inject every 3 to 4 months, while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing patient symptoms and trauma to affected joint. On (B)(6) 2019, the patient started taking synvisc one 8 mg/ml (hylan g-f 20, sodium hyaluronate), injection, at unknown dosage and frequency via intra-articular route (with an unknown batch number) for unknown indication. It was reported that since then, the physician had been using the medication with an off label injection frequency, the patient received 1 inject every 3 to 4 months (serious injury). This event was assessed as medically significant. Final diagnosis was off label injection frequency, receives 1 inject every 3 to 4 months. It was not reported if the patient received a corrective treatment. The patient outcome is reported as not applicable for off label injection frequency, receives 1 inject every 3 to 4 months. A product technical complaint was initiated on 15-nov-2019 for synvisc one (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global harmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 15-nov-2019. Additional information was received on 15-nov-2019 from a healthcare professional. Ptc results received and processed. Global ptc number added. The event "inappropriate schedule of product administration " was added.